Event description:
Upon refilling the fluid management system with more contrast, the air vent port of the mpat contrast tubing spike popped off when pulling the spike out of the existing empty bottle of contrast.